Event description:
Device received for evaluation of motor stall error code. During investigation, brown sticky residue was coincidentally noted inside the pump chamber. Visual exam while motor moved to "home" position confirmed the occluder finger were not stuck. Internal inspection showed fluid ingress on motor control circuit board; occluder fingers; mating areas of bezel assembly to occluder fingers and membrane frame assembly; and snap rivets on membrane frame assembly and platen. Data suggests this is likely a sugar solution such as glucose. Rate accuracy testing showed the device was within the +/- 5% accuracy with results of 0.805%. Root cause of the sticky residue identified as fluid ingress.

Manufacturer narrative:
(B) (4). (B) (4).